Event description:
On (B)(6) 2009, a competitor MFR reported the pt received an occlusion error on the pt's insulin infusion device (competitor product). The pt disconnected from the headset and was able to prime and bolus into the air without error. When the headset was removed, it was discovered the cannula was bent. No further info was given. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.